Event description:
Customers reported that: the blade assemblies were difficult to insert into the keratome head. The blade assemblies at times failed to oscillate properly, and may have resulted in an undesirable surgical outcome. Most difficulties were experienced during the blade test phase (not on pt).